Event description:
Medline industries, inc. One medline place, mundelein, il 60060-4486. Again wer were denied both reports. Our review of the info provided does not indicate device failure. The fact the pt was found sitting on the floor indicates that the incident may have occurred due to use/fitting of the device or a possible monitoring issue.